Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected, low battery alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with cracked retainer and cracked case at battery tube side.

Event description:
Customer reported via phone call that the insulin pump had low battery life. Customer blood glucose level was 180 mg/dl. Trouble shooting was performed. The device will be returned for analysis.